Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. D4: batch # u5e05a. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the indicator was placed 1/4 from the bottom of the gap setting scale when the device was fired in the 1st and 2nd device. The adjusting knob was rotated properly. Since the surgeon used the device in the drape to check the indicator from above, the anastomosed site was misaligned. The procedure was not converted. The harmonic was used for the mesentery, and endo cutter was used to re-resect it, and re-anastomosis was performed. The surgeon who fired the device commented that this case might be caused because of the tension. The doctor in charge commented that it is unknown why this case occurred. It might not be because of the alleged deficiency of the device. The patient¿s condition is not available. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No reports so far that there were adverse consequences to the patient. Ecm will be updated if there are new reports. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing was completed properly at the 1st firing, but the deployed staples were unformed, and the stenosis might occur. The endo gia was used to cut the tissue and another device was used to re-anastomose. The device was used between the colon and the rectum. There were no adverse consequences to the patient. No further information is available.